Manufacturer narrative:
Any additional information received from customer will be included in a follow up report. (B)(4). The carefusion field service representative (fsr) has been onsite to evaluate the suspect device and confirmed the reported issue. The fsr has identified that the gas delivery engine (gde) requires replacement in order to resolve the reported issue. The fsr has ordered a replacement part and is pending receipt. Once a replacement gde is received, the fsr will complete the repair and evaluation of the device. Once a final evaluation has been completed, a supplemental report will be submitted.

Event description:
The customer reported while using the avea ventilator, it is alarming vent inop. The customer stated the unit was on a patient when the vent inop occurred. It is currently unknown if there was any patient injury/harm.